Event description:
Report rec'd in which during an autotransfusion, the flow slowed after one unit of blood due to filter "clumped", a pressure cuff was applied, filter separated from the bag, resulting in spraying of blood. Per written report, "new fenwal filter for reinfusion blood, shot out of blood unit, blood shot out all over pt, room, & employees. Pressure bag had been on blood unit to assist infusion, the whole unit got disconnected from the filter and blood just ran through and got splattered on nurses." Two nurses were "splattered with blood".